Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redp1397 showed two other similar product complaint(s) from this lot number. (B)(4).

Event description:
It was reported via medwatch "connected to IV infusions the PICC dressing was wet. Notified clinical admin who came and upon flushing and changing dressing found leaking just under hub at proximal end when flushing the gray port."